Event description:
It was reported that 2 unspecified bd maxzero connectors experienced leakage. The following information was provided by the initial reporter: a corporate education nurse at the hospital explained that there was a leak between the maxzero and the short central catheter (she was unable to inform the manufacturer). Reported that there was no harm to the patient. The maxzero connector had been replaced recently, less than 07 days, according to the institution's protocol and previously priming according to the manufacturer's recommendation. This occurrence was repeated in 02 different sectors: admission unit and in the ICU, but he does not remember the exact dates.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a maxzero product was not available for investigation; and the material and lot numbers of the affected sample were not provided. Further information provided by the customer indicates that the leakage occurred at the connection between the maxzero product and a connecting catheter. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. In this instance there was not enough information to positively link this feedback to a specific failure mode; however a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against products in the maxzero product family in the past 12 months.